Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure the fiber tip broke at 29,00j and the console went into standby. The facility put the console back into ready but the laser would not fire leading to the discovery of the fiber tip break. A new fiber was used to complete the procedure. There where no patient consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip break is confirmed as analysis identified that the metal cap was detached partially. It is probable that the identified tissue adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the partial detachment of the metal cap. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including metal cap detachment. The device directions for use (IFU), reduced irrigation fluid flow may result in damage to the fiber. Analysis also identified that the glass cap at the proximal end of the metal cap was fractured. The observed glass cap fracture likely occurred due to bending applied during use of the fiber. According to the IFU caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Although, analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use it is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on review on analysis results, an overall cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the metal cap is detached partially and is hanging from the fiber body. The glass cap at the proximal end of the metal cap is fractured. The metal cap exhibited mild devitrification. The metal cap exhibited severe detritus adhesion on the surface which is indicative of prolonged tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the observed metal cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The metal cap detachment likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure the fiber tip broke at 29,00j and the console went into standby. The facility put the console back into ready but the laser would not fire leading to the discovery of the fiber tip break. A new fiber was used to complete the procedure. There where no patient consequences to the patient.